Event description:
It was reported that stent damage occurred. The 90% stenosed, diffuse target lesion was located in the right coronary artery with circumferential calcification. After a 6f sheath was placed and a 1.0 non-bsc guidewire crossed the lesion, a 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, due to friction between the lesion and a non-bsc guide extension catheter, the stent strut was lifted. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. The device was returned inside 6f guideliner. A visual examination of the stent found that the distal to mid-section of the stent was damaged with multiple struts lifted and pulled in all directions, distal end struts were stretched slightly over distal marker band. The analyst was unable to remove the guideliner due to stent damage. The guideliner was pulled proximally to review the proximal end of stent and it was noted that the proximal struts were undamaged. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent interacted with the guideliner. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, diffuse target lesion was located in the right coronary artery with circumferential calcification. After a 6f sheath was placed and a 1.0 non-bsc guidewire crossed the lesion, a 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, due to friction between the lesion and a non-bsc guide extension catheter, the stent strut was lifted. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.